Manufacturer narrative:
Current investigation results indicate quality systems were functioning as intended. The investigations completed have found no correlation or association between the manufacturing of the sport super odor shield product in lot 22280ac at edgewell¿s dover, delaware plant and the reported tss event.

Event description:
Toxic shock syndrome (burning sensation in their vaginal area, rash, body aches, pain in her palms, fever) [toxic shock syndrome]. Blood clot found in her ovary [thrombosis]. Greenish discharge [vaginal discharge]. Staphylococcus was found in the urine [staphylococcus test positive]. Diarrhea [diarrhoea]. Rash on her tongue [tongue eruption]. Case narrative: on 18-jan-2023, a spontaneous report was received from a consumer regarding a 25-year-old female who was using playtex sport tampons with odorshield (tampon, menstrual, unscented). On 19-jan-2023, additional information was received from a consumer. On (B)(6) 2023, additional information was received from a consumer. Medical history and concomitant products were not reported. On an unspecified date, the patient started use with playtex sport tampons with odorshield. On (B)(6) 2023, after inserting the product and about an hour later, the patient started experiencing a burning sensation in her vaginal area, greenish discharge, rash over her body and palms along with pain in her palms, and body aches all over. She went to urgent care and they thought it could be a uti (urinary tract infection) but instructed her that if she developed a fever, she should go to the ER (emergency room). Shortly after, she spiked a fever and was rushed to the ER on (B)(6) 2023. She was diagnosed with tss (toxic shock syndrome) and was admitted to the hospital. She had cultures taken and staphylococcus was found in her urine and a blood clot was found on her ovary. She was prescribed vancomycin, zosyn (tazobactam; piperacillin), unspecified steroids, and benadryl (diphenhydramine hydrochloride). On (B)(6) 2023, she was discharged from the hospital. She was taking keflex (cephalexin), benadryl, pepcid (famotidine), ortho cyclen (norgestimate; ethinyl estradiol), probiotic 10, xarelto (rivaroxaban), and kenalog (triamcinolone acetonide). On (B)(6) 2023, she went back to work. On an unspecified date in (B)(6) 2023, she had a rash on her tongue and diarrhea. As of (B)(6) 2023, the status of toxic shock syndrome was improved but she was still not feeling 100%. The statuses of blood clot, greenish discharge, staphylococcus found in urine, diarrhea, and rash on her tongue were not reported. She anticipated being on antibiotics for 6 weeks. She anticipated seeing her regular doctor on (B)(6) 2023, an infectious disease doctor on (B)(6) 2023, and her ob-gyn (obstetrician-gynecologist) on (B)(6) 2023. No additional information was provided.